Event description:
It was reported that the 9800 system had an overheating error message and would intermittently not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu was repaired and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.